Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The wheel assemblies were returned for evaluation; however, they were unable to be tested due to no test unit, so the complaint could not be verified.

Event description:
The dealer stated the hublocks lock backwards but it will still move forward.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the hublocks lock backwards but it will still move forward.